Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Ischemia is listed in the xience xpedition everolimus eluting coronary stent systems ce, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure to treat a de novo lesion in the non-tortuous mid left anterior descending (lad) coronary artery with 70-90% stenosis, pre-dilatation was performed. A 3.5x18 rx xience xpedition stent delivery system (sds) was then advanced to the lesion without resistance. After positioning the stent to the desired deployment location, but prior to initiating deployment, opacities (white spots) were observed proximal and distal to the balloon; as the physician was unable to determine if the white spots were simply the catheter markers or thrombosis, the undeployed sds was withdrawn from the anatomy without resistance. The white spots disappeared when the sds was retracted from the anatomy. Optical coherence tomography (oct) was performed and confirmed that there was no thrombosis. A new 3.5x18 rx xience xpedition sds from the same lot was then advanced without resistance and the stent was deployed without issue at the target lesion, however, the same white spots were visible; thus, the physician concluded that the white spots must be the catheter markers. Reportedly, the white spots caused both stent delivery systems to be difficult to position; however, did not cause any difficulty angiographically visualizing the stents. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided. Cine analysis revealed that there were slight flow irregularities proximal and distal to the stent, in the area of the balloon edges when the stent was initially positioned. When the new stent was deployed the flow irregularities did not continue.